Event description:
N/a.

Manufacturer narrative:
The mayfield infinity support system (a1112) was not returned after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed and device history record (DHR) was unable to be reviewed. The root cause of the reported issue could not be determined. Based on the reported complaint, probable root cause includes damage to the unit and improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while the patient was being positioned in the mayfield infinity support system (a1112 for a chiari procedure, the surgeon stated that the ratcheting teeth were skipping. Though deliberate effort was made to ensure the clamp on both the left and right side was not too aggressive, the surgeon said he almost crushed the pediatric patient¿s head, but this was eventually prevented from occurring. Too much pounds of pressure was applied to the patient. This incident led to a 30-minute delay; however, the patient did not slip from the clamp and was not injured. Additional information received indicates that the "patient is ok."